Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. (B)(4). Investigation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market 12,744 units of this code-batch. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread (the thread is not wound on the pack). However, without any closed sample we cannot carry out an analysis in order to take a decision. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported the thread separated from the needle. It was reported when opening the package the needle was detached from the thread. The event occurred prior to use. Additional information has not been provided.